Event description:
It was reported the pt had pain at the ipg site, and the physician did not believe the issue was hip pain. The pt met again with the physician and it was reported she had fallen a few months prior and may have hit the ipg site during the fall. It was reported the ipg was protruding and at an angle within the ipg pocket. The physician may undertaken surgical intervention due to the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.